Manufacturer narrative:
Integra has completed their internal investigation on 3may2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history record was performed. Parts 519110nd lot fch4 were manufactured on 12th october 2013. There was a non-conformity opened for results of diameter (20 g6) of side tubes out of specification. A rework was done by the supplier, devices were 100% controlled and accepted after rework. A review of the complaint system was performed. (B)(4). As instruments pn 519110nd and pn 519130nd are reusable instruments and used for insertion of each panta nail implants surgery, (B)(4). (B)(4). Conclusion: the product was returned and the difficulty to assemble the support and compression device is not confirmed when we check the assembly of two devices. Following the results of the investigation, the incident is not confirmed.

Event description:
This is the report 1 of 2: same event, same patient, 2 devices. MFR report numbers: 9615741-2016-00018; 9615741-2016-00019. It was reported the compression device did not engage the support device, there was too much friction. The surgeon was forced to use a hammer. This resulted in the compression device falling on the floor. It was reported the device was not in contact with the patient and there was no patient injury. Surgery was delayed by 15 minutes due to the product problem.